Event description:
Event description guidant received information that a patient with this chronic right ventricular (rv) defibrillation lead has received shocks for noise and has demonstrated variable pacing impedance measurements (<200 to >2500 ohms); the shock impedance measurements were noted as fine. It was reported that the noise is present on the rate/sense channel and that there is no evidence of pacing inhibition.